Event description:
This is a spontaneous report from baxter (B)(4). The nurse of the intensive care department of the hospital reported to the baxter sales representative that they noticed a precipitation during use of one bag of accusol 35, 5000ml. The precipitate was present after the predilution pump and the patient had been treated on therapy for 70 hours before the event was noticed. The patient was not harmed and the therapy was continued with a different bag. The defective bag was discarded.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted. Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. This investigation included analysis of product samples through a variety of laboratory techniques and simulated use testing. Through this investigation it has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. To improve the performance of the product baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability to ensure reduced variation in solution ph. In addition, a revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(4) 2008. Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions.